Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this during the implant procedure, this right ventricular (rv) lead was positioned, but then the helix would not extend properly, even after many tries. A new lead of the same model was implanted to complete the procedure .no adverse patient effects were reported.